Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the arm of the scanner was loose, the drawer was stuck and light had issue. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the arm of the scanner was loose, the drawer was stuck and light needed to be changed. A field service engineer repaired the holder support arm, the rails of the half height cubie drawer and confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device. E.1.initial reporter facility: (B)(6).